Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed 2 openings through microscopic inspection assessed as fold flaw opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted and will be returned.